Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl, at the time of incidence. Customer reported that they noticed the reservoir ring was came off and the reservoir was able to lock in place. Customer reported 400 mg/dl, blood glucose level. It was unknown whether the customer was using auto mode at the time of reported event. Customer declined to troubleshoot. The insulin pump will be returned for analysis.